Event description:
We received a report that after implanting a tecnis zcb00 the surgeon decided there was an issue with the patient's anatomy and a 3 piece intraocular lens (iol) was necessary. There was no quality issue with the zcb00 and an incision enlargement was not required to remove the device. In follow up it was learned that after removing the 1-piece iol, the surgeon then implanted a 3-piece za9003 and subsequently decided the patient needed a vitrectomy, which was performed without removing the iol. The iol remains implanted.

Manufacturer narrative:
Explant date: not applicable; iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.